Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range pacing impedance measurement on the right ventricular (rv) channel. The caller stated that an out of range measurement could not be identified. The patient was brought into the clinic and testing produced a pacing impedance measurement greater than 2500 ohms and no capture. A revision procedure was performed and the lead was found to be fractured. It was removed from service and replaced. No additional adverse patient effects were reported.